Event description:
No information was provided regarding the root cause for returning the subject programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
No information was provided regarding the root cause for returning the subject programmer.